Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the blue pin connector of the cycler set during fill 1 of 4 of their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 4 of treatment. After bypassing to fill 1. The patient received a filling slowly message and then mentioned that fluid was now leaking from the stay safe pin due to it being pushed in. The patient thinks he may have pressed it in but is not entirely sure. Fluid was not discovered in the pump module area or on the external of the cassette. Technical support stayed on call with the patient until he was able to cancel out of treatment and remove the cassette. No fluid was found inside pump module or on the external of the cassette. Technical support advised to reset up with all new supplies. Additional information was requested, however to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the blue pin connector of the cycler set during fill 1 of 4 of their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 4 of treatment. After bypassing to fill 1. The patient received a filling slowly message and then mentioned that fluid was now leaking from the stay safe pin due to it being pushed in. The patient thinks he may have pressed it in but is not entirely sure. Fluid was not discovered in the pump module area or on the external of the cassette. Technical support stayed on call with the patient until he was able to cancel out of treatment and remove the cassette. No fluid was found inside pump module or on the external of the cassette. Technical support advised to reset up with all new supplies. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.